Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 200 md/dl at the time of the event. Prior to the event, the customer's blood glucose read as high as 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. No infusion site or set problems were noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.